Event description:
It was reported that during an implantable device data review of a pacemaker mediated tachycardia (pmt) event, the physician noted episodes of over-sensing from the right ventricular (rv) lead. Additionally, the physician suspected potential left ventricular (lv) over-sensing. The episode data was forwarded to boston scientific technical services (ts) for assessment. It was confirmed that the episode included rv over-sensing, as well as noise on the shock electrocardiogram. As there were no other episodes of over-sensing noted, ts explained that a lead integrity issue was unlikely. Regardless, potential troubleshooting options were provided to assess the system integrity. At this time, the device remains implanted and in-service. No adverse patient effects were reported.